Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to recurring incontinence the patient had his artificial urinary sphincter (aus) removed and replaced. The urinary leakage was described as severe with a rapid onset. Fluid loss with his device was verified via x-ray. The aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. Should additional information be received a supplemental report will be submitted.